Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump received button error and insulin pump wont did anything. The customer¿s blood glucose level was 128 mg/dl. The insulin pump screen was frozen and exposed to moisture. The time was advances. The insulin pump will not be returned for analysis.